Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to possible atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, the right atrial (ra) lead exhibited undersensing on stored episodes of atrial tachycardia (at)/af. The implantable cardioverter defibrillator (ICD) and lead remain in use. No further patient complications have been reported as a result of this event.